Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the meter and the pump are not synched and the pump alarmed power loss. Customer's blood glucose was 20 to 600 mg/dl at the time of incident. Customer treated with glucose. Troubleshooting advised customer to have the pump and the meter within 6 feet of each other. Customer declined to troubleshoot their blood glucose. No further details given.